Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the wake button has stopped functioning. There was no reported impact to the customer's blood glucose level. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Reportedly, alternate insulin therapy would be obtained from the healthcare provider.